Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not rewinding properly. Customer also reported the insulin pump alarmed no delivery when they were changing out the infusion set and filling the tubing. Customer reported the no delivery alarm was resolved by a reservoir change. The customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.